Event description:
Ongoing health issues as a result of allergan natrelle 410 implants. Hospitalized 3 times for recurring infections and heart issues in the last year. Chronic fatigue, vertigo and dizziness. Explant and total capsulectomy has resolved 50% of issues already in a short space of time and no other medical explanation for the issues. Have had every test under the sun to rule all other options out. More needs to be done to test implant safety. FDA safety report ID # (B)(4).